Event description:
The customer called and alleged that he received some control test results that were high, out of specification. Troubleshooting, showed the test strips to be operating as designed, but the test strips were returned for evaluation based on the customer's allegations. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 330 mg/dl high , out of spec. Performance was satisfactory using iqa retention reagent.